Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 06/05/2023, patient demographic information was provided. Patient was a white australian 53 years old female, born on 13.12.1969 and weighed 115kg. Patient had intellectual disability and underwent robotic tamis on the (B)(6) 2023.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o=lok clip applier instrument was placed and driven on an in-house system and passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips/jaws opened and closed properly. The instrument clip test was performed and passed multiple times on an in-house system. The instrument was fully functional. Visual inspection was performed, and no damage was found. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the large clip applier instrument jaw was not moving/opening/closing correctly, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the large clip applier instrument jaw was not moving/opening/closing correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was identified. Roughly 2 hours into procedure, prior to clip application, the issue occurred. The surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer and the issue was identified while the surgeon was attempting to manipulate instruments from the surgeon console. The instrument wrist was not moving as intended in either direction. The reporter was unable to exactly describe the issue. It was unknown if the movements of the surgeon scaled appropriately to the instrument, but there was no lag in the movement. There was no shakiness or friction or instrument-to-instrument/ system arm-to-arm interference or any external collisions observed or experienced. The issue was persistent, the customer was positioning to clip vessels when the issue occurred.